Event description:
At a family practice affiliated with the health system, it was reported that they have had 4 instances where the solution squirts out the side of the hypodermic needles, almost like there is a tiny crack. This has resulted in patients requiring multiple injections. The affected lot was removed from service and replaced. Unfortunately, products with noted defects were discarded before they could be sent to the manufacturer for failure analysis.